Manufacturer narrative:
The test strip lot number and expiration date were not provided. Quality controls were performed prior to the testing and were valid. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The strips were not available to be returned. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. On (B)(6) 2026 at 05:54, a glucose test was performed prior to the planned oral glucose tolerance test (ogtt) test with a result of 175 mg/dl. The patient reported that she had never had such a high glucose level before. Two follow-up measurements were taken from the finger. At 05:56, the result was 87 mg/dl, and at 05:58, the result was 127 mg/dl. A sample was taken from a fluoride plasma blood sample, and the result was 95.7 mg/dl.

Manufacturer narrative:
The test strip lot number was 671404. The customer¿s returned meter was tested with retention strips and retention controls. No damage or contamination observed. Control ranges: level 1: 100-136 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 112, 112, 113 mg/dl. Level 2: 292, 296, 292 mg/dl. All returned results are within the acceptable range. The alleged issue could not be reproduced. No product issue was found. Medwatch fields d9 device available for evaluation and d9 date device returned were updated.